Event description:
Pt reported no issues with pump, but sometimes has issues with some of the cassettes. Pt reports during the first hour after a cassette change it will sometimes beep and say occlusion every 5 minutes, but states this is quickly resolved by shaking the cassette. Cassette serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin mdv - 56ng/kg/min. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? No; did the patient have a backup device they were able to switch to? Unknown; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved.